Event description:
It was reported that the patient was experiencing nerve and diaphragmatic stimulation. The right ventricular (rv) lead was found to have dislodged causing the diaphragmatic stimulation. The rv lead had high thresholds with no capture. The rv lead was scheduled to be repositioned remaining in use. It was further reported that the right atrial (ra) lead had dislodged with no capture. The ra lead was scheduled to be repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.